Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, the complaint of a catheter-related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction was specifically associated with the catheter coating agents. The instructions for use (IFU) provided with this kit warns the user, "remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs". Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient had a suspected chg allergic reaction. PICC was inserted in patient when reaction began to occur. Shortly after chg application, the patient reported a burning sensation in her mouth, nausea, and difficulty breathing. She was sat upright and placed on oxygen, but quickly became clammy, warm, and unresponsive. A code was called. Although she never lost her pulse, her oxygen saturation dropped to 75%, and she became tachycardic. She was intubated and transferred to critical care. Upon arrival, she developed hives, further supporting a possible allergic reaction. The patient's current condition is reported as "unknown".

Event description:
It was reported that "patient had a suspected chg allergic reaction. PICC was inserted in patient when reaction began to occur. Shortly after chg application, the patient reported a burning sensation in her mouth, nausea, and difficulty breathing. She was sat upright and placed on oxygen, but quickly became clammy, warm, and unresponsive. A code was called. Although she never lost her pulse, her oxygen saturation dropped to 75%, and she became tachycardic. She was intubated and transferred to critical care. Upon arrival, she developed hives, further supporting a possible allergic reaction. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).